Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad trace. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that the insulin pump's escape and act buttons were unresponsive or intermittently responsive. Blood glucose level at the time of the incident was 164 mg/dl. It was also reported that the insulin pump had a button error alarm. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.